Manufacturer narrative:
(B)(4). Ict module. An elevated potassium result was generated on the architect c8000 system that was normal on repeat. Quality control results were in range, system maintenance was current, the ict module was installed approximately one week prior to the complaint issue. No crimps were noted in any bulk solution lines and no drips or leaks noted. There were no issues with the sample. The customer reported that there were a few aspirations errors during the day, but no issues noted with the sample probe. Customer support advised the customer to flush the ict module and perform a 10 replicate precision run. Follow up with the customer indicated that there were no further occurrences after troubleshooting and the precision run was within package insert claims. Obstruction of the ict module was listed as the likely cause of the issue that was resolved by flushing the module. The architect system operations manual contains adequate troubleshooting information for inconsistent results and requirements for specimen handling. The current rate for architect c8000 erratic occurrences/million tests and complaints/million tests are below the internal rate documented at launch for the architect c8000. No adverse trends in association with the complaint issue were identified. Based on the available information and the investigation, no deficiency was identified for the architect c8000 processing module related to the issue under investigation. This is the final report.

Event description:
The customer stated a patient generated an elevated potassium result of 6.6 mmol/l on the architect c8000 that reflexed within normal range with a value of 3.9 mmol/l. The sample was also tested twice on another architect c8000 analyzer with results of 3.9 mmol/l. The elevated result was not reported and there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.